Event description:
The pt reported her ipg was reading "low battery". The pt also stated her ipg would never get a full charge, no matter how often she charged it. The pt is to follow-up with her physician.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.